Manufacturer narrative:
Sample was received for evaluation. Manufacturing records were reviewed and found no anomalies. Failure analysis: the valve was visually inspected: needle holes in the needle chamber and biological debris noted in the valve mechanism. The valve was leak tested: only leaked from the needle holes in the needle guard. The valve was then pressure tested: the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the spring pillar, on the ruby ball on the seat of ruby ball and on the base plate. The root cause for the pressure issue is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, on the seat of the ruby ball, and on the base plate, the biological debris was not letting the ruby ball sit correctly. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was suspected of occlusion and was revised. The doi and the initial setting were unknown.